Manufacturer narrative:
Investigation summary: photos were provided for investigation. The photos show a gripper plus power sample and one label, the same reported in the complaint. It¿s not possible to identify the failure mode reported. The complaint was not confirmed. Root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient used it, the blood backflow could not be receded and the air receded. There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and the root cause was unable to be determined.